Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they woke up with high blood glucose readings of 600 mg/dl and have treated with the insulin pump. Customer declined to troubleshoot for the high blood glucose readings. Customer mentioned that while sleeping in the sun the insulin pump alarmed stuck button. Customer stated that he believes he was sleeping on the insulin pump. Customer's blood glucose reading at the time of the incident was noted to be 216 mg/dl. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. Insulin pump is being returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with guardian 2 link and glucose sensor simulator. Unit was calibrating the blood glucose properly. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with scratched case and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.